Event description:
It was reported that this right ventricular (rv) lead had dislodged one day after the implant procedure. The dislodgement was discovered due it presenting rising threshold measurements and impedance changes. The lead was revised and remains implanted. No additional adverse patient effects were reported.